Event description:
The customer reported that the upper sheath restrictor tubing was disconnected while running shutdown/startup procedure on the coulter lh 780 hematology analyzer. The customer reported that 1 cup of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. The customer had reconnected the upper sheath tubing to resolve the leak. Failure mode of the event is attributed to a disconnected upper sheath restrictor tubing during shutdown/startup procedure. (B)(4).